Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Event description:
It was reported that during an angioplasty procedure through the subclavian vein to treat central venous plasty, the pta balloon allegedly unable to be removed out of the sheath. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter loaded into an unknown introducer sheath was returned for evaluation. No kinks noted to the catheter shaft; no anomalies to the luers/y-body. The distal tip of the introducer sheath was noted to be damaged. The balloon was noted to be break from the proximal end of the balloon at glue weld. Inner guidewire lumen was noted to be exposed and kinked. Due to the broken balloon, it was not able to be removed from the introducer sheath. No other anomalies were noted in the sample. All the anomalies noted on the microscopic observation. No functional testing was performed due to the condition of the device. Therefore, the investigation is confirmed for the reported difficult to remove as the returned device was noted to be stuck and loaded into an unknown introducer sheath. The investigation is also confirmed for the identified break as the balloon was noted to have break from the proximal glue weld joint exposing the inner guide wire lumen. A definitive root cause for the reported difficult to remove and identified broken balloon could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure through the subclavian vein to treat central venous plasty, the pta balloon was allegedly unable to be removed out of the sheath. There was no reported patient injury.